Manufacturer narrative:
A ge service rep performed an on site investigation. The key and switch were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the key for the 9600 system was broken off in the system. No pt injury was reported.